Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pain medication was increased and was ¿making him loonier than a pet coon.¿ the caller was seeking someone closer to home that was qualified to reduce the patient¿s dose. The device system was used to deliver dilaudid. It was later reported that the patient had continued pain. The cause of the event was unknown. There was not a pump malfunction. The pump was intact. The event was probably due to drug effects. An x-ray was done on (B)(6) 2013. Hospitalization was required due to the event. The patient outcome was reported as ¿no injury.¿ the healthcare provider (hcp) planned to continue to monitor the patient with gradual titration of the pump daily dose for pain relief. The device system was used to deliver dilaudid 0.25mg/day and 1mg/ml.